Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a 60-year-old male patient, the device did not operate correctly. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.